Manufacturer narrative:
Other relevant device(s) are: model #: micra-delsys / expiration date: 28-aug-2019 / serial #: (B)(4), UDI #: (B)(4), mfg date: 08-mar-2018, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient exhibited a mild pericardial effusion after implantation of the leadless implantable pulse generator (ipg). The patient was placed under observation and no intervention was carried out. The ipg remains in use. No further patient complications have been reported as a result of this event.